Event description:
The customer reported the secondary medication (antibiotic) back flowed into the primary bag. The IV set was replaced and the infusion was restarted without incident. There was no report of pt harm or medical intervention. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of secondary medication back flowed into the primary bag because the set has been discarded. The root cause of this failure could not be identified.